Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it powering off unexpectedly could not be duplicate. Proper device operation was observed during testing. Ventec downloaded the device's electronic records for analysis and found one instance of an inappropriate loss of power in its memory, however, it was not on the date of event reported by the customer. As a precaution, ventec replaced the control board. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device unexpectedly powered off by itself during use. There was patient involvement associated with the reported event. The reporter advised that there was no patient harm as a result of the reported issue.  The patient was immediately placed on a backup device.